Manufacturer narrative:
Product ID: 3058, serial# (B)(4), explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 3889-28, lot# va1nbcg, explanted: (B)(6) 2018. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the product type: lead product ID 3889-28, lot# unknown, product type lead in this report may have caused or contributed to a death or serious injury or that the product type lead product ID 3889-28, lot# unknown, product type: lead in this report has malfunctioned. Therefore, product type lead product ID 3889-28, lot# unknown, product type: lead did not and does not meet the reporting requirements stipulated in 21 cfr 803. Information indicates there was high impedance with both of the systems the lead was connected to. See manufacturer report 3007566237-2018-00890 for the report on the other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The representative reported they sent the device out on (B)(4) 2018 with paperwork included. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown, ubd:, UDI#: information indicates there was high impedance with both of the systems the lead was connected to. See manufacturer report 3007566237-2018-00890 for the report on the other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) during an intraoperative procedure regarding a patient being implanted with an implantable neurostimulator (ins). It was reported by the manufacturer representative they were getting impedance that were high during the intraoperative procedure. While on the call, technical services advised testing at 2 volts at 360 pw resulting with: c<(>&<)>0: 4k, c<(>&<)>1: ?, c<(>&<)>2: ?, 0<(>&<)>1: 4k, 0<(>&<)>2: 4k, 0<(>&<)>3: 4k, 1<(>&<)>2: 3652, 1<(>&<)>3: 4k, 2 <(>&<)>3: 3539 ohms. Technical services then had the caller run impedance at 2 volts and 150 pw resulting with : c1: 2035 ohms, c2: ?, c3: 1513 ohms and all other combinations were greater than 4k ohms. Technical services then had the representative program the contacts to try to get body response but that didn¿t yield anything. Testing with the j hook did get response at 1 volt. It was decided on the call the representative would replace the implant. The representative noted the health care physician (hcp) did confirm the blue tip and they pulled on the lead to confirm it was secure. Additional information was received later that morning when the representative reported they were not able to resolve impedance with the new ins and that the only time they got response was when they were testing the lead with the j hook and thus the hcp chose to replace the lead and not leave the high impedance. The representative reported the issue was resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3058, serial# unknown, explanted: (B)(6) 2018, product type: implantable neurostimulator; product ID 3889-28, lot# unknown, explanted: (B)(6) 2018, product type: lead; product ID 3889-28, lot# unknown, product type: lead. Additional review indicates information reported previously in manufacturer's report (MFR) #3007566237-2018-00890 about the one ins that was used pertains to this manufacturer¿s report #. Any additional information related to the second ins will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that this was discussed with the doctor. They were delivering the return kit to them on wednesday. They would have the other information regarding the serial numbers then. The impedances greater than 4000 was never fixed. Physician chose to replace the lead that we had just placed. The company would be getting the lead that was placed and removed as well as the ipg that was tried and failed to provide desired results.